Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The field service engineer stated that the customer adjusted the room temperature and checked their water supply systems. After this, they no longer experienced any further issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bicarbonate liquid (co2) on a cobas pure c 303 analytical unit. The customer noted that patient results will be high in the morning and return to normal during the day. The sample initially resulted in a co2 value of 37.5 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 28.6 mmol/l.